Event description:
International customer reported that several hours after surgery, one of the drains placed failed to show signs of drainage. The surgeon found the formation of a hemotoma at the surgical site. The hemotoma and device were surgically removed and a new drain placed. Patient is currently recovering.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. The product insert warns the user that an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill.